Manufacturer narrative:
(B)(4): there was extra test strips returned to lfs, more than the expected number on the vial. The meter and test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 4/1/2013, test strips- 4/1/2013. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013, at 10am. The patient reported blood glucose results of "139 mg/dl" with the subject meter and "64 mg/dl" on another meter, performed within an unspecified time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin pump therapy. It is not known if the patient made changes to her usual management routine. After the start of the alleged issue, the patient claims she felt symptoms of sweaty, blurry vision, confused and dazed. By that time, emergency medical services (ems) was contacted and administered the patient glucose tablets/ glucose gel as treatment. The patient was also given a turkey sandwich, half cup applesauce and 2 honey graham crackers. The patient reportedly went to the hospital where she also compared results of the subject meter with the hospital meter. The patient reported blood glucose results of "513 and 444 mg/dl" with the subject meter and "359-369 mg/dl" with the hospital meter, performed within 30 minutes of each other and fell outside of expected values for meter to meter accuracy. The patient reportedly administered self insulin (amount not specified). At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Quality control testing was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.